Event description:
It was reported to philips that the device loses ac power when connected to an ac outlet and the battery runs down. The customer states he has confirmed the ac outlet in the room is good, he has swapped batteries and the ac modules, and ac power cords from known working devices. There was no reported patient involvement/adverse patient impact.